Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a false signal artifact monitor (sam) event on the right atrial (ra) lead channel due oversensing from the patient having shoulder surgery that same day. Technical services (ts) advised on how to turn on minute ventilation (mv) programming. This device remains in service. No adverse patient effects were reported.